Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first stapler stopped and could not fire. Even a charge of 45 watt was connected to the stapler, so the doctor could not take the charge out of it. Changed the stapler and continued without being able to fire. The stapler stopped as if the load had already been fired. Changed the reload and it was detected that it was problem with the stapler handle. The second reload pre fired as soon as the green button was pressed. Opened another stapler handle and the surgery went well with no harm to the patient.